Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump stopped delivering insulin and began rattling after being bumped. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting confirmed that the pump did not show signs of physical damage, but the rattling persisted, and the pump was determined to require replacement. The customer was instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. On the event date of 28-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 11.9 u and dailytotalofbolusinsulindelivered = 33.2 u which is equal to the dailytotalofallinsulindelivered = 45.1 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 28-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and dat at 0.0873 inches. No rattling noise when shaking with the test infusion set and test reservoir set inside the reservoir compartment noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.7 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case and cracked down button keypad overlay during the visual inspection. In summary, pump passed all required testing. Customer alleged for the pump under delivery was not confirmed. Customer alleged not confirmed for pump rattling when shaken. Cosmetic damage was confirmed at the keypad overlay and case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.